Event description:
A pt was implanted with plate and screws on an unk date. The bone fused but the pt complained of pain. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The surgeon planned on removing only the competitor's sternal wire due to pain. During the removal procedure, the surgeon noted the plate was loose. The surgeon then removed all hardware. The pt was not revised with any add'l implants. This report is #5 of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.